Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right device extrusion and mold. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female patient underwent unspecified breast surgery with 800cc mentor memorygel breast implant and experienced right side device extrusion and mold postoperatively. As a result, the patient underwent explantation and replacement with catalog number 3508004bc; serial number (B)(4) on (B)(6) 2022.

Event description:
It was reported that a 41-year-old caucasian female patient underwent unspecified breast surgery with 800cc mentor memorygel breast implant and experienced the right implant explosion. As a result, the device was removed and replaced with new device on (B)(6) 2022. It was also reported by patient that she noted some growing of unknown substance inside of the implant. The provided information is very limited to make medical conclusion. Should additional information become available, the case will be re-assessed and supplemental report will be submitted.

Manufacturer narrative:
Based on additional information received on january 27, 2023, event description has been updated after clinician review under field b3 on this form. Per information received on february 7, 2023, date of birth has been added to field a2. (B)(4).

Manufacturer narrative:
On april 26, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a thorough investigation including visual inspection, leak testing, microscopic examination, and identification of the growth inside the returned device. During visual evaluation multiple white dots were observed within the gel to the smooth hpg, 800cc returned device, measuring approximately 0.01 cm² to 0.0025 cm² (1.00 to 0.25 mm²). A leak test was performed on the returned breast implant, in accordance with mentor manufacturing procedures, and no ruptures or gel exposition were detected during the analysis. The mentor manufacturing leak test is used during production to determine if there is any physical damage to the shell large enough for bubbles to form when the air-filled implant is submerged in a liquid. A microscopy examination was performed on the returned breast implant which did not identify any shell ruptures or punctures. However, this test is performed manually under the microscope and it¿s possible that a microscopic size shell puncture was present. Additional investigation was performed to identify if the contamination visually verified in the interior gel of the returned breast implant was a microorganism. The microbial identification test the gel inside of the returned breast implant was contaminated with mycobacterium vaccae and bacillus cereus /pseudomycoides. The mentor microbiology department provided the sterility assurance records of the returned breast implant manufacturing lot. The returned breast implant lot met all the sterilization parameters required to provide sterility assurance before release for distribution. Through the mentor breast implant development processes, laboratory studies have been completed which verified that the breast implant shell design has microbial barrier properties. Based on the information available, it has been concluded that there is no evidence to show an association between bacteria growth and the manufacturing process. In summary, at the time of the extrusion including that the microbial growth inside of the breast implant was not noticed until after the implant was stored in an office for several days. The validated sterilization process was followed, and all records indicate the complainant breast implant was sterile at the time of implantation. The shell, if intact, is a barrier from microorganism contamination of the breast implant inner gel. The returned breast implant shell was found to be intact however it¿s possible that microscopic damage was not identified. While microscopic damage of the shell was not found, it is the most likely root cause of the microorganism contamination of the breast implant inner gel. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 15, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Paperwork received with the device indicated that patient's initials are "c.m." Field a1 has been updated on this form manufacturer¿s reference number: (B)(4).